Manufacturer narrative:
Vyaire file identification: (B)(6). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available

Event description:
It was reported to vyaire medical that ventilator inoperable, motor fault, circuit disconnect, low peak inspiratory pressure and low minute ventilation alarms occurred on the vela ventilator. The customer confirmed there was no patient involvement associated with the reported event.